Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of other chronic/intract pain (trunks/limbs). It was reported that the patient was having to charge every day. It was recommended that the patient charge the ins to 100% to increase the time between charges. No symptoms or complications were reported.